Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had multiple backup battery fault alarms. The backup battery was previously exchanged twice and the system controller was also exchanged. The event log files displayed strings of backup battery fault alarms on (B)(6) 2025. The backup battery fault alarms occurred due to a failed emergency backup battery (ebb) load test. The system controller and modular cable were to be exchanged on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. Review of the submitted log files revealed on (B)(6) 2025 between 11:48:54 ¿ 12:53:53, intermittent strings of backup battery fault alarms activated due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. The alarms did not resolve within the log file. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Provided information stated that the backup battery has been changed twice, the controller has been exchanged once, and (B)(6) and the modular cable were planned to be exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook, section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch, section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 IFU, section 8-¿equipment storage and care¿, and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.